Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with syringe for high blood glucose level. The customer reported that the insulin pump received insulin flow blocked alarm. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed insulin flow blocked during the seat test due to out of specification force sensor zero offset. Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion tests due to unexpected insulin flow blocked alarm.